Event description:
Lar procedure. Ralc45 dlu was placed across the distal colon to staple and transect. The device was closed into range and fired. Upon removal of the specimen it was noticed that the first 1/3 of the distal staple line was intact and in good b-formation. However the other 2/3's of the staple line were malformed. Manual sutures were applied to the entire distal transected stump to complete the case.